Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation:the lg-bundle of the video cable section is broken and therefore the light transmission is lost or too low. The meniscus of the charged coupled device (r-unit) section is broken and therefore the image quality is poor. Based on the results of the investigation, it is likely the following led to the malfunction: the lg-bundle of the video cable section is broken and therefore the light transmission is lost or too low. A root cause of the broken cable and broken r-unit could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for a therapeutic visceral surgery, the subject device had a light problem. The procedure was completed with the same subject device without any surgical delay or patient harm.